Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 506 mg/dl. The customer treated with manual injection. The customer stated that she has changed her set on occasion due to high readings or delivery issues. Troubleshooting was not performed. The product was not returned for analysis.